Manufacturer narrative:
Device evaluated by MFR: express sd balloon catheter was returned for analysis. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast in the inflation lumen and balloon. The balloon was loosely folded, and crimp marks were present. Microscopic inspection revealed tip damage. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the dislodged stent.

Event description:
It was reported that stent dislodgement occurred. The stenosed target lesion was located in the ostial of vertebral artery. A 6.0mmx18mmx150cm express vascular sd stent was advanced for treatment. However, during the procedure, it was noted that the stent was dislodged. The stent was completely removed with the catheter without any intervention. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable. It was further reported that the stent was dislodged during preparation and was not advanced into the catheter.

Manufacturer narrative:
Device evaluated by MFR: express sd balloon catheter was returned for analysis. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast in the inflation lumen and balloon. The balloon was loosely folded, and crimp marks were present. Microscopic inspection revealed tip damage. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the dislodged stent.

Event description:
It was reported that stent dislodgement occurred. The stenosed target lesion was located in the ostial of vertebral artery. A 6.0mmx18mmx150cm express vascular sd stent was advanced for treatment. However, during the procedure, it was noted that the stent was dislodged. The stent was completely removed with the catheter without any intervention. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable.

Event description:
It was reported that stent dislodgement occurred. The stenosed target lesion was located in the ostial of vertebral artery. A 6.0mmx18mmx150cm express vascular sd stent was advanced for treatment. However, during the procedure, it was noted that the stent was dislodged. The stent was completely removed with the catheter without any intervention. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable.